Event description:
A customer contacted baxter's technical service center reporting one of the bags disconnected, so the hp started breaking down the hc to start over with new supplies, but needs assistance ending therapy on the hc. The technical service representative (tsr) walked the hp through ending therapy procedure. The hp ended therapy and would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction: the previous medwatch stated the reported problem was confirmed. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. The connection issue was found to have an undetermined cause.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The connection issue is confirmed due to the supply bag disconnected without falling, which is a known cause of the alarm.